Event description:
Upon further assessment of the reported event, it was determined that medwatch report should not have been filed. The reported event of superficial infection occurred <30 days post implantation. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Given this information, this medwatch report will be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10. Upon further assessment of the reported event, it was determined that medwatch report should not have been filed. The reported event of superficial infection occurred <30 days post implantation. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Given this information, this medwatch report will be voided.

Manufacturer narrative:
(B)(4). D10 - articular surface fixed bearing constrained posterior stabilized (cps) right 14 mm height use with tibia sizes e-f / ps femur sizes 6-9, item# 42522600714, lot# 64528878; femur cemented standard right size 9, item# 42504606602, lot# 64849858; all poly patella cemented 35 mm diameter, item# 42540000035, lot# 64843511; stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64963377; femoral distal augment cemented size 9, 9+ 5 mm thickness, item# 42556606605, lot# 64817463; femoral distal augment cemented size 9, 9+ 5 mm thickness, item# 42556606605, lot# 64866992; tibia fixed cemented right size e stem extension use required, item# 42542007102, lot# 64835305; stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 65042602; tibial augment cemented half block right lateral size ef 5 mm thickness, item# 42555805205, lot# 65060341; tibial augment cemented half block right medial size ef 5 mm thickness, item# 42555805405, lot# 64847617. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a right knee incision and drainage with a poly exchange approximately two (2) months after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.